Event description:
It was reported that the insulin pump alarmed an error during manual priming process and insulin was squirting out. No numbers appeared on the screen of the device and no beeps were heard. The customer's blood glucose was 90 mg/dl. The drive support cap did not appear to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.